Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received one open and manipulated sample with the needle detached to the thread (thread is not wound on the pack and the needle is missing) and the aluminum pack was not opened using the side cut. We have also received one open but unused sample with the needle attached to the thread (second pack is missing). To evaluate the conformity of the closed unit, we performed the needle attachment strength test and the results conducted on the open but unused sample received are 0.76 kgf and fulfil the requirements of the european pharmacopoeia (ep): 0.46 kgf in average and 0.23 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the sample received with the needle detached to the thread is manipulated and the open but unused sample received complies usp/ep and bbs requirements for needle attachment strength. Final conclusion: although the results of the sample received fulfils european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with dafilon suture. The client reported that when pack was opened, needle was missing from packet. Only suture thread in pack. No further information has been received.